Event description:
It was reported that during a percutaneous transluminal angioplasty treatment, a balloon rupture occurred. The 100% stenosed target lesion was located in a non calcified and severely tortuous anastomotic portion of a brachial graft. The 4.0x20mm sterling balloon catheter was advanced and during an unspecified inflation, the balloon ruptured at 10atms. The sterling balloon was removed without issue and the procedure was completed with a 4.0mm cutting balloon. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).